Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient underwent an initial right hip procedure. Subsequently, the patient was revised due to infection.